Manufacturer narrative:
Unit in question has not yet been returned for testing and evaluation.

Event description:
Per the customer....use at lowest pressure setting loosened/removed a bridge.

Manufacturer narrative:
Returned product was pressure tested at low, high and each of the four detent settings. All pressures were within normal range for this product. At the lowest setting the pressure was only 16 psi. Customer claimed this loosened her teeth and bridge, this is too low a pressure to cause any damage.

Event description:
Per the customer....use at lowest pressure setting loosened/removed a bridge.